Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that in the past week they have noticed that their implant has to be charged more frequently. Caller stated that the battery is going down really fast. Caller added that they charged the implant on friday and then had to charge it again last night and today it's already gone down 20%. Caller added that they will probably have to charge again tonight. Caller also mentioned that in the past 1-2 days they've been turning up their settings but clarified that they started noticing the recharge frequency issue prior to when they started making adjustments. Agent reviewed with caller that therapy usage is related to battery depletion so increasing the settings would call for increasing the recharge frequency. Agent redirected caller to hcp/field rep to further address the issue. Redirected caller: patients hcp additional information received. Pt said they were having issues with their ins battery staying recharged. Pt said they had it charged to 100% last night (around 10pm) and now it was telling them it needed to be charged and ins was in the red. Pt said they did meet with hcp/rep (name asked unknown) to adjust the settings after they had called into ps, but the issue has gotten worse. Pt mentioned that the settings were down low and they do not feel the stimulation at all (see (B)(4)). Pss redirected pt to hcp/rep for further assistance. Pt mentioned they were having their teeth pulled on monday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.